Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited unspecified oversensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported event of mode switch and oversensing were not confirmed. The device was below elective replacement indicator (eri) level upon receipt. Analysis of the device image and session records indicated the device had auto capture feature enabled and was in high output mode. When automatic settings are programmed, such as auto capture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed, including output verification, sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported events of a sensing problem. Assessment of total projected longevity was performed, and the device exceeded total projected longevity. Visual inspection found cautery mark on the can. Electrical and mechanical analysis performed indicated normal functionality. Further analysis determined that the device had eos flag falsely triggered is consistent with that occurring due to electrocautery exposure during the surgical procedure at explant. A warning from the user¿s manual was noted not to use electrosurgical devices in the vicinity of an implanted device to prevent damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the pacemaker was explanted and replaced. The patient was stable.